Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult. The clip was advanced into ventricle. The lateral gripper was caught in chordae. Troubleshooting was performed and was unsuccessful. The clip was implanted on septal and anterior leaflet along with chordae. Additional triclip was deployed for stabilization. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae appears to be related to procedural conditions. The reported poor imaging was related to challenging patient anatomy. The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult. The clip was advanced into ventricle. The lateral gripper was caught in chordae. Troubleshooting was performed and was unsuccessful. The clip was implanted on septal and anterior leaflet along with chordae. Additional triclip was deployed for stabilization. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.